Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 302 mg/dl. Reportedly, the customer was new to the pump and did not yet have their settings adjusted by his health care provider. Contact confirmed that the customer has an appointment scheduled on (B)(6) 2017 to have pump settings adjusted as needed. The customer delivered a bolus via the pump to stabilize bg levels.